Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06585. The pt underwent a trial procedure on (B)(6) 2012. During the procedure, the lead showed high impedance. Reprogramming was unsuccessful. The lead was removed due to being stuck on the needle. Another lead was used and high impedance remained present. The trial cable was replaced and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.